Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in germany. This emdr is being submitted for an unknown number quantity. It was reported that patient faced occlusion issue due to bent cannula event on (B)(6) 2026. No further information available.